Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level was not impacted by the event. The device is out of warranty and will not be replaced. Further information regarding the customer or event was not provided.